Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer failed to open after several clicks due to the broken plunger and u-link. A field service engineer resolved the issue by replacing the broken plunger and u-link. A complaint investigation specialist stated that the part was returned to the designated complaint handling unit for part investigation. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
The customer reported that the pyxis medstation es system had a drawer failure.additionally, stated that the user was able to retrieve the needed medication from another medstation and confirmed that there was no delay or patient harm.there were no adverse events or injuries reported based on this event.